Manufacturer narrative:
Failure analysis was performed on the main printed circuit board assembly (pcba). Visual inspection: no anomalies observed. Benchtop analysis: no bench analysis performed. Functional test: installed the failed pcba into a known good unit. Run 5 consecutive times ¿ all pass. Performed full functional test ¿ all pass. Unable to duplicate failure. Conclusion: could not confirm customer complaint. No defect found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: at analysis the device's main printed circuit board was found to be out of specification electrically. The device is no longer needed and is to be scrapped in-house. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator which was returned as a loaner restock subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.